Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A4 weight - additional information a4 weight units - additional information b5: describe event or problem ¿ additional information g3: date received by manufacturer ¿ additional information h2: additional information/device evaluation information/correction h3a: device evaluated by manufacturer ¿ additional information h3b: evaluation included - additional information h3 device evaluated by mfg: correction ¿ field should be ¿no¿ in the initial as the product had not yet been fully evaluated h3 evaluation included: correction ¿ box should not be check marked in the initial as the product had not yet been fully evaluated h6: type of investigation ¿ additional information h6: investigation findings ¿ additional information h6: investigation conclusion ¿ additional information h10 corrected data.

Event description:
It was reported that signal loss over one hour occurred. The product was evaluated. An external visual inspection was performed and passed. Perform voltage test and passed. Nordic bluetooth pairing test was performed and passed. A review of the bin file was performed and signal loss was found within the investigation window. However, the device operated within specification. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.